Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results result with the ID now covid-19 assay (B)(6) 2021 on a direct tested mentip nasopharyngeal swab. The customer reported receiving a positive result for the first test and a negative result for the second test that was performed using the same sample receiver. Confirmation testing was not performed. The customer stated the patient was around (B)(6) years old and was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.